Event description:
The facility reports the resident had been raised with the hoist when the hoist began lowering by itself. The resident was lowered to the floor by the carer. No injuries were noted.

Event description:
The facility reports the resident had been raised with the hoist when the hoist began lowering by itself. The resident was lowered to the floor by the carer. No injuries were noted. MFR.rep.no.exp01/088